Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not not fire. The surgeon applied another device to completethe procedure. The hospital has reported no patient injury occurred.